Manufacturer narrative:
System analysis/service repair: the reported error codes were confirmed. The lps power supply was replaced but did not fix the issue. The customer stated that they wanted to upgrade to an (B)(4) laser console, therefore, no further service on this system has been requested.

Event description:
It was reported that during a prostate procedure ,the laser system displayed error codes 210 and 235 and could not be cleared. The case was completed using an alternate procedure, "the ball", for hemostasis. Patient outcome: "no injury to the patient" was reported.

Manufacturer narrative:
System analysis/service repair in the field was performed on november 11, 2015. The replaced lps was not returned to the manufacturer.